Event description:
It was reported to covidien on (B)(6) 2010 that a customer had an issue with a sponge. The customer reported that the gauze frayed in the wound. The gauze had been unfolded to a two-ply sponge. The fragments were removed with tweezer's and irrigated with sterile water.

Event description:
Customer reportedly received the following results on the aviva system within 10 minutes: 95 mg/dl, 586 mg/dl, 585 mg/dl, 282 mg/dl, and 328 mg/dl. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.